Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, it was noted that the packaging seal was open prior to use. It was also reported that there was no medical intervention and no adverse consequences as a result of this event. It as further reported there was no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Upon further investigation, it was determined that this event is not reportable.

Event description:
Upon further investigation, it was determined that this event is not reportable.